Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: failed leak test a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the detected leak, damaged cable and coupler, these events were caused by wear and tear of the components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was broken. The issue was found during reprocessing. There were no reports of patient involvement.